Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the handle was opened up and the battery was found to be vented. Functionally, the handle was received with a fully depleted battery and was inserted into a device to charge. Eventually, the charging led changed to flashing red. The handle was removed from the charger but it did not initialize. The handle was opened up and the individual cell voltages were measured to be 0.103 v and 0.064 v. The thermocouple was intact. Both battery cells were found to be vented. It was reported that the handle charge contact points were contaminated with a substance that is not expected to be on the device, the battery was leaking or appeared corroded, and the power pack was not adequately charged. The reported issues were confirmed. The most likely cause was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, preoperatively, the two handles would not turn on. Fluid leakage was found from the bottom of the handles. The lamp part and various locations of the two chargers were burnt. Another handle was used to resolve the issue in order to complete the case.